Manufacturer narrative:
Updated fields: h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields: d4 (UDI). A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced the pneumatic interface module (pim) to resolve the issue. And the problem was resolved after replacing the pim. Implementation details pim exchange implementation overall inspection results are good. Fse carried out the repair work, confirmed that there was no problem with the condition of the equipment, and successfully returned it to the customer. There was no patient involvement.

Manufacturer narrative:
Investigation finalized on 07/12/2024. Updated fields: b4, d9, e1 (initial reporter), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: e1 (event site name: (B)(6) hospital. Additional info: (B)(6). A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the period of evaluation, fse found an issue with the pneumatic interface module (pim). Still, the repair was not completed due to the customer did not approve the purchase order (po). The investigation shall be closed now. If any additional information is received about repair, the complaint will be reopened and updated it. There was no patient involvement.

Event description:
N/a.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) has a pim leak test error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.